Event description:
Additional information received from a consumer (con) re-reported that the stiches had come loose and they were having severe pain in the spine and abdomen and were miserable. The patient reported they were looking for a doctor to remove the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving unknown intrathecal medication at unknown concentrations/doses via an implantable pump for non-malignant pain. It was reported by the patient that they had not used the pump in "over 3 years". The patient stated they no longer had the medication in the pump because their insurance did not cover it and their doctor at the time weaned them off of it which was fentanyl. Patient stated the pump had been alarming and they were in "a lot of pain" for the past "couple of months". Patient reported the pump was "tilted and is protruding out of their abdomen". The last couple of days the patient had been in pain and had been getting gradually worse and they were having seizures. Patient was looking for a new managing doctor to discuss removing the pump as they did not currently have one. The patient called back stating the pump's suture came loose so the pump was pushing out in their abdomen on their right side. Patient stated they saw a pain management doctor who referred the patient to another doctor and was going to put saline in it. Patient stated they might have to go to the emergency room (ER) because the pain was so bad.